Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump kept shutting off and alarmed battery out limit. Customer states that insulin pump had just a scratch. Customer performed troubleshoot for blank display but display did not return. Customer¿s blood glucose was 140 mg/dl at time of incident. Customer advised to monitor the pump and call back if issue occur again. Insulin pump will not be returned for analysis.